Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: mi/dissection requiring medical intervention. Device issue: none. The following event was noted through a periodic article review. A study was conducted on 32 patients with chronic total occlusions (cto). Recanalization by intraocclusion injections of contrast within the microchannel. The microchannel once visible have been considered important conduits for cto crossing, utilizing dedicated guide wires. The article reported one myocardial infarction, and 12 dissections. These events will be conservatively filed as the majority of the guide wires used were abbott cto guide wires. No additional event or patient information is available.

Manufacturer narrative:
Antonio colombo, md.; titled "cto recanalization by intraocclusion injection of contract. The microchannel technique"; catheterization and cardiovascular interventions 2008 volume 71:20-26.